Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error after battery change. The customer¿s blood glucose level was 444 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that the insulin pump alarmed unexpected restart and external ram crc error. Customer had a high blood glucose of 444 mg/dl and declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, unexpected restart error test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Unable to verify the external ram crc error and unexpected restart error alarm due to motor error alarm.